Event description:
In 2009, a female patient underwent initial aaa repair as labeled. The patient's anatomical form was suitable for endovascular repair. Six months later, a proximal type I endoleak was found at a follow-up. Two months later, the patient received a treatment for the proximal type I endoleak as placing the zenith aaa endovascular graft aaa ancillary component main body extension. Blood leakage occurred from the hemostatic valve of the main body extension delivery system (1820334-2010-00008) after grey positioner was withdrawn, thus the physician withdraw the sheath and stopped bleeding. The physician then changed the sheath and inserted the balloon catheter. The endoleak was solved by ballooning. The patient did not show any problematic symptoms after the procedure.

Manufacturer narrative:
No product or images returned to assist with this investigation. The development of the zenith device followed and successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring; anatomical criteria, vessel tortuosity, calcification, accurate placement of graft, proper ballooning sites within the stent graft. The device remains implanted and no images were provided to assist in this investigation. Without images or additional information we are unable to determine the root cause of the endoleak. However, we have notified the appropriate individuals and we will continue to monitor for similar events. The failure mode assigned to this case is endoleak. This failure mode was determined based on the provided event description. A definitive root cause cannot be determined at this time. However, if additional information or images become available in the future that alters the scope or outcome of this investigation, this report shall be amended at the appropriate time in the future. We will continue to monitor for similar complaints.